Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon became stuck with the guidewire. The target lesion was located in the severely calcified unspecified vessel. A 10/4.00 flextome cutting balloon was used for pre dilatation. During the procedure, the flextome cutting balloon was stuck with an unspecified guidewire. The flextome cutting balloon was retrieved together with the guidewire. The procedure was completed with a non bsc balloon catheter. No patient complications reported and the patient's status was good.